Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Through troubleshooting with beckman coulter customer technical support, it was discovered the customer incorrectly loaded the reagent pack in another compartment producing the erroneous results. The customer correctly loaded the reagent pack and retested quality control and pt samples. Customer technical service explained to customer the proper loading protocol for reagents on the system. The customer will retrain the laboratory technicians. The customer corrected the result that was reported. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05195.

Event description:
The customer reported elevated free thyroxine (ft4) results, above the normal reference interval, for two pts, involving unicel dxc 600i synchron access clinical system. This is report number one of two. One erroneous result was released out of the laboratory. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. Beckman coulter customer technical support performed troubleshooting with the customer.